Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited high impedance, high impedance, and loss of capture. The device was reprogrammed. The patient would continue to be monitored.

Event description:
New information indicated that the lead was capped and replaced on (B)(6) 2016. The patient was fine post procedure.